Event description:
Additional information received noted the patient was seen by a different manufacturer's representative at their post op appointment. This reporter was told the patient was doing fine.

Event description:
It was reported there was an issue regarding impedance. They were getting question marks (???) In results. It was recommended increasing default test values and re-running test. The reporter was not present when ins was checked. They do not know what value impedances were checked at. It was reviewed that accurate results could not be obtained at currently programmed parameters. The reporter did not have any further information about if the patient was feeling stim. The patient was set up for revision. The patient previously reported great coverage. An x-ray was done and showed bend in lead. They planned to keep the same ins since it had only been implanted one year. Follow up reporting noted that the patient was scheduled for a revision but the case was canceled pending cardiac clearance.

Event description:
Additional information received that there were impedance problems. Impedances were measured >4000 ohms at 1.5 volts, except for electrode combinations 0<(>&<)>1 and 1<(>&<)>2, which measured 1395 ohms. The system was replaced with a lead and implantable neurostimulator (ins). Xray showed a bent lead and, when removed, there was a fracture. The manufacturer representative was unsure if the fracture was present prior to, or occured during, removal. The new ins was only 50% charged from stock, so the ins was not programmed or turned on. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received noted that they replaced the whole system. There were no lead impedance's with new system. The device was to be turned on at post op appointment on (B)(6).

Event description:
Additional information received noted that the patient was doing well at their follow up appointment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7495-25, serial# (B)(4), explanted (B)(6) 2012. Product ID 3887-33, lot# j0101947v, explanted (B)(6) 2012.

Manufacturer narrative:
Product ID 7495-25, serial# (B)(4), implanted: 2001-(B)(6), product ID 7435, serial# (B)(4), implanted: 2001-(B)(6), product ID 3887-33, lot# j0101947v, implanted: 2001-(B)(6), explanted. (B)(4).